Event description:
On (B) (6) 2008, the patient reported that for the past 3 months he has experienced repeated instances of the plunger of the insulin cartridge sticking to the piston rod of the infusion device. As a result insulin has been spilled into the cartridge compartment. He stated that he does not attach the infusion tubing or adapter to the insulin cartridge prior to insertion. He stated that he physically tightens the insulin cartridge to the piston rod. He was educated on the proper procedure. He stated that it appears that insulin leaks from the bottom of the insulin cartridge and air bubbles form. He was advised that tightening the insulin cartridge too tightly may break the seal causing insulin leakage and air bubbles. No physiologically effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.